Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that they experienced high blood glucose of 400 mg/dl. The customer¿s other blood glucose level was 300 mg/dl and 163 mg/dl. The customer's mother declined troubleshooting for high blood glucose. The device will not be returned for analysis.